Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the output connector assembly was broken. It was also noted that there was a backlight issue on main printed circuit board (pcb), upper and lower case was broken, keypad was scratched, encoder assembly was contaminated, four knobs were contaminated, battery wires were pinched but the wire insulation was not compromised, the main seal was damaged, display wires were pinched with the wire insulation exposed, two output connector nuts were contaminated and two case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the external pulse generator was returned for service

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was damage to the atrial port on the top of an external pulse generator. The return status of the device is unknown. There was no patient involvement.